Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in australia that during a shoulder repair procedure on (B)(6) 2022, it was observed that the wings on the 4.9 healix adv sp peek ce device used to pull the suture through the anchor broke off while treating the suture. Another like device was used to complete the procedure with a delay of three minutes there were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was returned for evaluation. Upon visual inspection, it could be observed that there are no structural anomalies on the shaft, the anchor and peek dilator are in good condition. The threader tab was found to be damaged due to a force applied against itself. The peek dilator and anchor were removed, it was found that the wire is locked in the inserter tip due to a mispositioning, therefore, the threader tab broke while pulling. A manufacturing record evaluation was performed for the finished device 7l08859 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The root cause for this issue can be attributed to procedural variables, such handling of the device or product interaction during procedure; the threader tab wire was loaded incorrectly by the operator at the moment the sutures were loaded into the device's shaft, therefore, the plastic tab broke while pulling out with excessive force, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.